Event description:
Ethicon endo-surgery endoscopic multiple clip applier, ligamax5, would not release clips after being fired from instrument. Replaced with "like" device that worked without issue for the remainder of the procedure. Reason for use: laparoscopic cholecystectomy. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.